Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The pump passed all functional testing during the investigation. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump could not maintain its programming and could not work. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.